Manufacturer narrative:
Correction: annex c and d code.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument installed on patient side manipulator (psm)2 was unable to reach some position, and tip was unable to close. The customer informed they had tried swapping the instrument to another psm and it worked normally. It was noted that other instrument on psm2 has same issue. The technical support engineer (tse) guided the customer to check/reseat sterile adapter and the customer would try again. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the surface of patient side manipulator (psm) 2 and found no problem. Additionally, the fse checked the log and found no error log about psm2. The fse was unable to reproduce the reported event. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.